Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The customer estimated the date of the event. The initial result was 6.0 inr and the repeat result was 4.5 inr. There was no allegation of an adverse event. The customer stated he may have excessively squeezed the finger to supply enough blood for the test and did not use another finger after testing the initial time. The customer was not anemic or polycythemia, does not have anti phospholipid antibodies, does not take other blood thinner medications, has not been ill, and had no bleeding bruising. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Retention test strips (286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.